Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretest after injecting and checking the fixed water in foley catheter, when attempted to drain the water, it was observed difficulty in draining the water from foley catheter, so customer stopped halfway through.

Event description:
It was reported that, during pretest after injecting and checking the fixed water in foley catheter, when attempted to drain the water, it was observed difficulty in draining the water from foley catheter, so customer stopped halfway through. Per follow up information received via ibc on 14aug2025, stated that no patient involvement, this was an incident during pre-testing.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjy5147. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn. Using the in-house luer lock syringe, deflated balloon in 53 seconds with no cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.